Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.1; second test inr= 2.0; third test inr = 1.1; fourth test inr=1.9; fifth test inr=1.1. Caller alleges inaccuracy with inratio.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070202/070085: patient 1 - first test inr =1.1; second test inr = 2.0; third test inr = 1.1; fourth test inr= 1.9; fifth test inr = 1.1. Mean = 1.44; sd=0.52; %cv = 36.1%. Patient 3 - first test inr= 2.5; second test inr = 4.9; mean = 3.7; sd = 1.70; %cv = 45.9%. The %cv is greater than 20% for both data sets. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.